Manufacturer narrative:
A follow up MDR will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis nurse stated that she is doing a training treatment in a dummy tummy on facility cycler. There is no patient connected. The nurse stated that the cycler had make sure heater bag is on heater tray in fill 1. The nurse noticed fluid leaking in treatment end. The cycler was replaced.

Manufacturer narrative:
The cycler was received for evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. During the simulated treatment a make sure heater bag is on heater tray and unclamped alarm was encountered. The failure was due to a fluid intrusion which clogged a filter (hp2 and 3). The pneumatic assembly will be replaced in production during the refurbishing process. There were visual indications of dried fluid within the cassette compartment. There were no deviations or nonconformances during the manufacturing process.